Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic tapp inguinal hernia repair procedure on an unknown date and straps were used. The patient was re-admitted due to a post-op bleed. No additional information was provided.